Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis. The customer did not know what the blood glucose reading was, but she was not feeling well and was in and out of consciousness. The reported blood glucose reading at the time of the call was 426 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp to conduct the high pressure test. The customer stated that the nurse didn't think the insulin pump was functioning properly. Advised that the insulin pump would be replaced. Nothing further was reported.